Manufacturer narrative:
Primary reported as 20 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the devise history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Review of the attached x-rays could not confirm the reported poly wear: however the placement of the head to the cup suggests the alignment was not in a proper orientation. This may be attributed to the mentioned poly wear: however it is unable to be confirmed. The complaint stated a 20 year implantation. Poly wear would not be unexpected after such a time frame. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Considerable wear of the poly liner, was evident on x ray and the decision was made to revise the liner.